Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported the patient¿s pump had been dry since december and the healthcare provider (hcp) was asking if it was okay to fill the pump. It was noted the patient had been taking oral medication, but the ¿orals aren¿t covering it¿ and they wanted to use the pump again. It was further reported this was a pain pump, but it had baclofen in it and ¿it was possibly a cocktail or mixture of pain medications and baclofen.¿ the estimated elective replacement indicator (eri) was 76 months. The pump was being used to deliver baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.